Event description:
Our affiliate is reporting that 6 weeks po-op, one of the rigidfix cross pins used for fixation in a knee procedure back out to some degree. For remedy, a secondary surgery was performed to remove the cross pin. The pt is reported to be stable.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the conclusions will be the subject of a follow-up report.